Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the generator change procedure, it was observed that the right atrial (ra) lead insulation was damaged. The lead was patched and remains in use. No patient complications have been reported as a result of this event.